Manufacturer narrative:
Corrected the date of implant from (B)(6) 2011.

Manufacturer narrative:
Result code: review of the device history record and histopathological evaluation will be conducted upon receipt of the device. Code: no conclusion can be made because no information was provided. Device not yet returned.

Event description:
The manufacturer was notified on 24 june 2015 of a mitroflow valve was explanted after 4 years. No further information was provided.